Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that distal stent rows 3-4 were damaged with stent struts lifted and pulled distally. Distal stent row 1 is also damaged with a stent strut pulled on one side. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and midshaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 12 synergy stent, it was noted that the stent was lifted. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 12 synergy stent, it was noted that the stent was lifted. The procedure was completed with another synergy stent. No patient complications were reported.